Manufacturer narrative:
Product complaint # (B)(4). Device returned. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the blade screw guide sleeve and inserts (buttress/compression nut, wire guide sleeve and trocar) are sticking and having a difficult time assembling. The sterile processing department (spd) was concerned about function and usage due to assembling and proper function during a case. There was no patient involvement. This complaint involves four (4) devices. This report is for one (1) 3.2mm trocar. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 03.037.019; lot: 9919358; manufacturing site: bettlach; release to warehouse date: 12. May 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 3.2 mm wire guide sleeve (p/n: 03.037.019, lot #: 9919358) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the device was bent towards the middle of the instrument, additionally both yellowing line markings are missing. The missing epoxy was investigated under a CAPA and does not require any additional investigation for this defect. Device failure/defect identified? Yes. Dimensional inspection: the outer diameter of the shaft near the bent portion was measured to be within the specification. Document/specification review: based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed trocar. Complaint confirmed? Yes, the device received was bent. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the 3.2 mm wire guide sleeve (p/n: 03.037.019, lot #: 9919358). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined, it is possible that the device might have encountered unintended forces. The missing epoxy was investigated under a CAPA based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.